Manufacturer narrative:
(B)(4). Batch # p92r4v. What is meant by "the white part against the active blade was seen to be broken?" There wasn't any problem with the active blade. The white part against the active blade was seen to be broken when it was taken out of the package. Was the tissue pad completely detached from the device? Or was the tissue pad just lifted up but still attached to the device? Tissue pad- the white pad part against the active blade. When the device was taken out of the box, the device was found to be cracked right in the middle. The device was returned with the tissue pad damaged, melted and 100% present, in addition the blade was scratched and cracked. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them.prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information requested. Attempts are being made to obtain the following information: what does ¿pet piece with the harmonic knife was broken¿ mean? Was the active blade broken? Was the white tissue pad broken? If yes, is the white tissue pad completely missing from the clamp arm of the device? To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the "pet" piece with the harmonic knife was broken. There was no patient consequence.